Event description:
The event is reported as: complaint alleges that the 15mm adapter popped off the tube and had to be reconnected. Alleged incident occurred during intubation of a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.